Event description:
The angiosculpt device was used in the rca. The balloon was inflated up to 16 atm and deflated with no issues. Upon removal, the device got stuck on the non-manufacturer's guidewire, thus were removed as a unit. The lesion was re-wired and the procedure was completed with a non-angiosculpt device. No patient injury reported. This adverse event is being reported because the angiosculpt got stuck on a non-manufacturer's guidewire and were removed as a unit. Placement of a new guidewire was necessary to complete the procedure.

Manufacturer narrative:
The patient's dob, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The angiosculpt device was discarded and not returned by the facility, thus no returned product investigation was performed. Per the IFU, if unusual resistance is felt when the catheter is being manipulated, carefully remove the entire catheter system. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d1/ g1: manufacturer name and site name were updated from spectranetics to philips image guided therapy corporation to match the information on the product label. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.